Event description:
The customer reported that the AED will not power on and the asi is blank. The customer did not report that this event occurred during patient use.

Manufacturer narrative:
The customer reported that the AED will not power on for the monthly test and the asi is blank. The maintenance schedule is reported as monthly. Trouble shooting with the customer: asked customer to perform a battery pack self-test but was unable to perform as there was no 9-volt battery in the battery pack. The end user stated they did not know there was supposed to be a 9v in the battery pack. Had them insert a new 9v, but the unit would not flash or power on. Referred to distributor as the product warranty has expired. Reviewed proper maintenance with distributor rep and end user. No additional information is available at this time to further investigate this event. The IFU states: improper maintenance can cause the ddu series aeds not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. Use and store ddu series aeds only within the range of environmental conditions specified in the technical specifications. Technical specifications state: "standby / storage- temperature- 0-50 degrees c. (32-122 degrees f.); humidity- 5% - 95% (non-condensing). This device is used for treatment, not diagnosis. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. Should additional information become available a supplemental MDR shall be submitted.